Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that total knee replacement, the surgeon, (B)(6) 2018. Pfc hp intra-medullary jig: top and middle blue screws were very difficult to unscrew once tightened. The surgeon reported he was not happy with instrument. Scrub nurse was able to loosen screws with pliers after a several attempts at doing so. This event did not effect the outcome of the surgery. The 2 minute delay to procedure. Patient initials: (B)(6).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with the reported event was not returned for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.